Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's insufflator switched off. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: d8, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on pressure reducer, the flow rate is out of the standard value, and due to damage on front panel, the led on the control panel does not light up. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions 1 - 2: due to a system failure of cr board and damage on the pressure reducer, the flow rate was out of the standard value and the insufflator switches off. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction 3:due to damage on front panel, the led on the control panel does not light up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.